Manufacturer narrative:
It was reported that after an initial bunion surgery, the dorsal plate was backing out on the metatarsal side. The patient is experiencing swelling, dorsal foot pain and has a nonunion. The device was not returned to the manufacturer for evaluation as all tmc hardware currently remains implanted. It was reported that after an initial bunion surgery, the dorsal plate was backing out on the metatarsal side. The patient is experiencing swelling, dorsal foot pain and has a nonunion. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined based on the available information. However, it is possible the screw(s) were not completely locked during initial placement and/or post-operative activity of the patient led to the plate backing out. The instructions for use and surgical technique include statements regarding post-operative care and the proper method for inserting screws into a plate. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, the dorsal plate was backing out on the metatarsal side. The patient is experiencing swelling, dorsal foot pain and has a nonunion. All hardware currently remains implanted with no reported plans to revise. Although there has been no injury reported and this malfunction has not resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, an MDR will be filed to ensure full compliance with 21 cfr part 803.